Event description:
The customer contact reported air in the tubing, distal to the cassette. On an unspecified date, the tubing set was being used to deliver an unspecified medication via a plum pump. After an unspecified length of time, the customer contact reported that unspecified volume of bubbles were noted in the tubing, distal to the distal prepierced y-site of the tubing set. It was reported the bubbles were noted, despite flushing the y-site with an unspecified solution. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k052052. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.